Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Visual inspection was performed and device met specifications. However, a review of the device history records has been requested. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that the rod slipped out of screw head, the closing cap is placed correctly, and the screw is fine. This is report 1 of 2 for complaint (B)(4).

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. This is report 1 of 2 for complaint (B)(4). Placeholder.